Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving a patient notifier alert. Upon device interrogation, the right atrial lead exhibited high impedance and noise. The noise was reproducible with isometrics. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.